Event description:
Per the clinic, the patient experienced an infection around the abutment site. Subsequently, the patient was hospitalized (specific date and duration not reported) and the device was explanted under general anesthesia on (B)(6) 2024. During the procedure, the patient was administered with IV antibiotics and was converted to a transcutaneous osia implant system.

Manufacturer narrative:
This report is submitted on june 21, 2024.